Manufacturer narrative:
(B)(4). Date sent to FDA: 12/21/2020 h6 component code: g07 - needle/suture. H3 analysis summary: a paper lid, a winding former with a needle/suture combination in slot #8 of product code vcpb725d were received for evaluation. During the visual inspection of sample, the swage and attachment area were noted to be as expected. No needle pull of was noted. The suture was dispensed without problems and no damaged could be noted. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records couldn't be reviewed as the batch number is unknown. The event described could not be confirmed. This report is being submitted pursuant to the provisions of 21 cfr, parts 4 and 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a laparotomy on (B)(6) 2020 and suture was used. During wound closure, when passing the needle through the tissue, the needle was detached from the suture. Another like device was used. There were no adverse consequences to the patient. No additional information was provided.